Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that, following a routine MRI on (B)(6) 2014, the patient had to have her pump restarted. Post-MRI, the pump was interrogated and determined to be functioning appropriately. No patient symptoms were reported. However, it was indicated that the patient recovered without permanent impairment. The device system was used to deliver gablofen. Patient symptoms, treatment/interventions, and additional details of the stall were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.